Manufacturer narrative:
The head, waste pump was deemed the likely cause. The architect (B)(6) service and support manual provides information regarding biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. The operations manual also provides instructions for replacing the head, waste pump. A review and search for similar complaints identified no adverse trend for the head, waste pump with regards to splattering/exposure. A review of the architect data revealed no systemic issues or adverse trends associated with issue described in this complaint. The field service representative was proactively replacing the part and was not wearing protective glasses. A systemic issue or deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is completed.

Event description:
The abbott representative was performing preventative maintenance on the architect i1000sr to remove the waste pump tubing when the left hand hit the analyzer and waste tubing splattered in the right eye. The abbott representative went to the eye doctor where the eye was rinsed with no intervention beyond first aid. The eye was at no time irritated or showed signs of not being well. No eye protection was worn.